Event description:
The report indicated that following 44 hours of extra-corporeal membrane oxygention support a leak was noted around the seal. The bio-pump was replaced. Based upon condition of the returned device, co was unable to complete the failure investigation and determine the exact failure mode.